Event description:
It was reported that the physician had difficulty trying to successfully interrogate and program multiple pts with her handheld. The physician tried with and without the handheld plugged into the wall, also swapped out the nine volt battery, but did not resolve the event. Good faith attempts have been unsuccessful. No add'l info is available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.